Manufacturer narrative:
The technician isolated the issue to the hand pendant. He replaced the pendant to repair the bed.

Event description:
Information received indicates when the head section is lowered; it would run back to the up position unintentionally.